Event description:
It was reported that during shoulder prosthesis surgery a plastic part of the device was defect. Nothing broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.11-nov-2022 update. Further information were provided that the blue part at the front broke.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.